Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. The insulin pump also alarmed motor error and insulin pump was rewound. The insulin pump not delivering insulin. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.